Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while positioning the right ventricle (rv) lead in the rv, the helix of the lead was failed to extend and failed to retract. Besides the physician experience an operation issue due to longer time and rough procedure. The rv lead was not used and replaced. The rv lead was not returned due to patient had a blood infection. The blood infection was not related with any abbott product or procedure. The patient was in stable condition throughout the procedure.